Event description:
It was reported that in 2007 x-rays revealed the implant to be in appropriate position and alignment. There is no evidence of loosening and there is recreation of the leg length and offset. Patient complains of pain in right hip, ambulating without assistive devices. At about 12 days later, tha with pain; having pain constantly while standing, after sitting and difficulty sleeping.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc which markets the devices in the u.s.